Event description:
The pump was returned for investigation. Investigation revealed a ¿no cartridge detected¿ warning in the black box history. During testing, the pump was unable to detect the cartridge during the load step. The pump was opened and the force sensor pin was found to be non-soldered on the pcb board. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: a review of the black box history revealed multiple ¿loss of prime¿ and a ¿no cartridge detected¿ warning. The pump was able to successfully power on to the verify screen. During testing the pump was unable to detect the cartridge during the load step. The pump was unable to be exercised for 24 hours or prime. The pump was opened and the force sensor pin was found to be non-soldered on the pcb board.